Manufacturer narrative:
(B)(6). H3: device evaluation anticipated but not yet begun. Awaiting device return. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that excessive resistance was encountered while advancing a cook coda balloon catheter. The cook coda balloon catheter was being advanced over a wire guide. Excessive resistance was encountered during advancement, preventing the balloon from reaching the effective target position. The device was removed and replaced with a second balloon and the procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event has been requested but is currently unavailable.